Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, an asymptomatic patient exhibited a right ventricular lead with high impedance. The patient would continue to be monitored.